Event description:
It was reported the balloon broke inside the pt during dilatation of an iliac stent. The pt underwent surgical retrieval of the balloon. To date, attempts to obtain further details rearding the circumstances surrounding this event, as well as pt condition, have been successful. Should further details become available, a supplement will be forwarded under 1219544-1996-00147. At this time, the user facility cannot locate the balloon catheter. Therefore, a failure analysis will not be available. It was indicated this device was used in an existing stent which may have contributed to this event. This procedure is nonindicated for this device, therefore co does not attribute this event to the device. Co directions for use state: "these balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those recommended in these instructions is not recommended."